Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited a diagnostics anomaly. It was determined that reprogramming was not needed, and no intervention was reported. The patient was stable throughout.